Event description:
Baxter affiliate reports, "the clamp lost the function when closed the clamp." Noted after one month of use. The pt received a transfer set change. No pt injury or medical intervention was reported per baxter affiliate.